Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Subsequently, the pump battery was unresponsive. The customer's blood glucose was "high"; specific value not provided. Customer administered a manual injection to address bg, and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery unresponsive issue was verified, but the alleged battery warm to the touch issue could not be verified.